Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and weight increased ("excessive weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, back pain, dyspareunia, rash, migraine, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils properly placed quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case was reported by a lawyer and refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported adverse events including increasingly severe pain/ chronic pelvic pain. The patient was treated with surgery to remove essure coils in (B)(6) 2015. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. In this particular case, alternative explanation was not available for her pain. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pain/ chronic pelvic pain'). In an adult female patient who had essure (batch no. 638492), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: d & c. Concurrent conditions included: uterine leiomyoma, menometrorrhagia, endometrial polyp, endometriosis externa and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). And was found to have weight increased ("excessive weight gain"). The patient was treated with surgery (laparoscopy with lysis of adhesions,fulguration of endometriosis,bilateral salpingectomies,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, back pain, dyspareunia, rash, migraine, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions, prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on 2009, results: coils properly placed; ultrasound scan vagina: on (B)(6) 2017, impression: non acute findings. Lot number#: 638492, manufacturing date: 2009-04, expiration date: 2012-04. Quality safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-mar-2021, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ chronic pelvic pain') in an adult female patient who had essure (batch no. 638492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Concurrent conditions included uterine leiomyoma, menometrorrhagia, endometrial polyp, endometriosis externa and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss") and was found to have weight increased ("excessive weight gain"). The patient was treated with surgery (laparoscopy with lysis of adhesions,fulguration of endometriosis,bilateral salpingectomies,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, back pain, dyspareunia, rash, migraine, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: coils properly placed. Ultrasound scan vagina - on (B)(6) 2017: impression: non acute findings. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Lot number was added. Concurrent conditions, reporters, lab data were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and weight increased ("excessive weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2015). At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, back pain, dyspareunia, rash, migraine, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils properly placed. Company causality comment: this litigation case was reported by a lawyer and refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported adverse events including increasingly severe pain/ chronic pelvic pain. The patient was treated with surgery to remove essure coils in (B)(6) 2015. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. In this particular case, alternative explanation was not available for her pain. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.